Event description:
A -22.5 diopter aq2010v silicone three-piece lens was being inserted and the injector/plunger felt stiff. The technician ejected the lens onto the sterile field and the haptic was broken. The injector may have been the cause of the broken haptic, but it was unknown if a fresh injector was used or if it was a re-sterilized injector. There was no pt contact or injury.